Event description:
It was reported that "the frame tubing underneath the seat has completely snapped off."

Manufacturer narrative:
It was reported that "the frame tubing underneath the seat has completely snapped off." Customer stated that "the seat progressively got wobbly over time and then one day it randomly snapped." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.